Event description:
It was reported that the patient underwent cardiovascular surgery for an aortic root replacement. A post-operative remote transmission was done and it indicated right ventricular (rv) lead oversensing noise on the date of the surgery. In addition, right atrial (ra) lead undersensing was noted on the stored electrograms. It was further reported that the rv lead had high thresholds. The rv lead was capped and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.